Event description:
Malfunction with defibrillator battery. Sold to hospital. Serviced by biomed and r&d never fixed problem. Defective battery. When I called manufacturer, they said r&d used bad batteries in assembly to cut costs and caused patient injury.